Event description:
The impedance measurements were greater than 4,000 ohms in both electrodes in all combinations intra-op. Both leads were replaced. The new leads worked fine.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0206905790, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 388928, lot# 0206905791, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. (B)(4). Final device analysis for both leads revealed no anomaly found.